Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and the peek housing was found cracked with internal parts exposed. An electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed for the temperature issue and determined this failure does not represent any patient safety impact. The root cause of the damage on the peek housing is related to the t bar slippage due to the stress applied in the area. The root cause of the t bar slid down cannot be determined, however, an internal correction action has been opened to investigate this issue of t bar slippage. Concomitant bwi products: stockert generator (catalog # unk, serial # unk); c3 cable (catalog # cr3434ct, lot # unk); c3 cable (catalog # 39e43r, lot # unk); manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure for persistent afib with a thermocool® smart touch® sf bi-directional navigation catheter and a temperature issue occurred. During the procedure, the catheter didn't show temperature on the stockert system. The catheter cables were replaced without success. The issue was solved replacing the catheter to another one. No patient consequence was reported. This issue has been assessed as not reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 11/08/2018, the biosense webster inc¿s failure analysis lab (fal) received the device for evaluation and initial visual analysis identified, ¿the peek housing is cracked at transitional area approximately 1.6 cm from distal tip, internal parts exposed at cracked transition.¿ these findings have been reviewed and assessed as MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 11/08/2018 and have reassessed the event as reportable.